Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited impedance measurements greater than 2500 ohms. During the lead revision procedure the rv lead was surgically abandoned due to a fracture. No adverse patient effects were reported. The investigation is complete at this time.